Event description:
It was reported the pt was unable to receive adequate coverage due to invalid impedance. X-rays revealed no anomalies. As a result, the lead was explanted and replaced. The replacement lead resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.